Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 250 mg/dl. Reportedly, customer was unable to clean speaker holes with soft bristle brush due to driving at time of call. Customer reportedly would try to perform this step when arrived home and would call back if alarms persist.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.